Event description:
A female patient received coolsculpting treatment on (B)(6) 2011 with the coolmax applicator (8.0) on her lower abdomen. At her two-month follow-up, the treating physician reported minimal reduction of the size of the treated area, induration and possible dysesthesia. The patient returned on (B)(6) 2012 and reported soreness, tenderness and pressure in the treatment site. On (B)(6) 2012, zeltiq examined the patient and observed a bulge hanging over the abdomen. It is non-tender, freely mobile, and firmer than the surrounding area with a clear delineation. On (B)(6) 2012, the patient reported that she was seen by a plastic surgeon and was recommended to have abdominoplasty or liposuction, making this event reportable. A follow-up report will be made to the agency if and when new information is received about this case.

Manufacturer narrative:
Zeltiq followed up with the physician's office to gather additional information. Per the physician's office, the procedure was conducted successfully with no malfunctions. Zeltiq reviewed the system logs for the treatment date and confirmed that no system malfunction occurred during treatment.